Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Revised (B)(6) 2010. Update: (B)(4). Update - added hip side, type of replacement , stem details, amended revision date, querying missing reason for revision. Taken from claimsuite dated 2nd may 2015. Left side xl. Revision date : (B)(6) 2010.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
04 nov 2015 - update - correct revision date is 01 march 2010 - as conf in email. - kf 12/11/2015.update 13 nov. 2015: added reasosn for revision, pain and alval / soft tissue reaction. Taken from scf and claimsuite update 10 nov. 2015. (Pd 13 nov. 2015)